Manufacturer narrative:
D1 brand name was updated. Difficult/unable to insert through other device: the cause of the difficult/ unable to insert through other device was unable to be determined as insufficient clinical details were provided.

Event description:
A 58-year-old female presented to the emergency room with palpitations and growing anxiety, quickly decompensating and going into full heart block. The patient was brought to the catheterization laboratory and the decision was made to place an impella rp with smart assist. During placement, the pump could not be passed through the distal introducer sheath. Multiple attempts were made before the procedure was aborted and the decision made to place a veno-arterial extracorporeal membrane oxygenation and transfer the patient to a higher care level of care.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.